Event description:
A customer contacted beckman coulter inc. (Bci) stating the unicel dxc 800 pro synchron chemistry analyzer generated false high sodium (na) and chloride (cl) results. The results were not reported outside of the laboratory. When the anion gap flagged a sample, it was repeated on a different instrument in the laboratory and those results were reported outside of the laboratory. The results provided by the customer are shown. There was no affect to patient with regard to this event.

Manufacturer narrative:
Qc prior to and after the event was within the laboratory's established ranges. A field service engineer (fse) went on-site and replaced both na electrodes, cl tip, flowcell carbon bridge, modular chemistry (mc) sample probe and electrolyte injection cup (eic) seals. Fse also cleaned eic ports and re-aligned sample probe to eic and verified performance.